Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 03/17/2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver turns on intermittently and drops power. The receiver download contains no issues related to complaint. Functional testing was performed and there was no failure detected. The receiver was opened and failed internal visual inspection; there was no epoxy encasing the edges of u1 on ui-u1 board. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.